Manufacturer narrative:
H3: product analysis of product ID#9560101 and lot no#1903144. During the acceptance inspection, it was observed that the image was cloudy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from the user facility via a manufacturer representative regarding an endoscope used for spinal therapy. It was reported that black spots were seen on it. There was no patient information available. There were no further complications present in this event. Additional information received via manufacturer representative that the black spots occurred on the lens.